Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient called with concerns about her system controller. She stated that occasionally she accidentally initiates the self test while on battery. This happens usually when she is active. She believed she initiated the self test while on battery as she was in the kitchen, only this time the yellow light came on, the green light went off and did not come back on. She felt the pump stop, so she was gathering her backup equipment to swap out to her backup system controller. Patient states that her aortic valve is sewn shut and she was on the verge of blacking out when the pump started pumping again, without swapping controllers. Review of the controller log file noted a low voltage advisory alarm. The alarm was cleared after the patient switch.

Manufacturer narrative:
The investigation did not confirm the report of a yellow wrench advisory alarm following a self-test. The log file that was submitted for review contained approximately 16 days of data. The log file did not contain any atypical alarms or pump stops. Additional information provided indicated that the system controller was not changed out; the system controller functioned as intended during interrogation. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing and the hospital reported that they would not be returning the device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.